Event description:
No osseointegration, primary stability was achieved, implant was completely covered by bone, swelling, fistula, bleeding, mobility. 2 implants placed. One failed the other is well integrated.